Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit due to a blood glucose (bg) level of 1,500 mg/dl, high ketone levels, and a seizure. Customer was treated with intravenous saline and insulin. At the time of the report, the customer had not been released from the hospital. Tandem technical support performed a pump system check and verified the pump functioned as intended. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.